Event description:
One hr after total knee replacement w/100 cc's of fluid in unit, had major wetting of the wrap. Blood seeping through the medical site. Pulled unit and attached drain. No add'l blood was administered. Pt developed a hematoma. Dr. Draining on a regular basis and changing the wrap.